Manufacturer narrative:
The device was not returned to olympus for evaluation however, an olympus field service engineer (fse) went to the user facility site and confirmed the reported issue. It was found that the contact pins on output socket were corroded. The fse provided cleaning recommendations for the device and suggested the device be returned for evaluation however, to date; the device has not been returned. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that she connected five different scopes to the cv-190 tower and a b30 communication error occurred with five scopes. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the event was attributed to the light source used in the combination. The pin corrosion was caused by connecting the scope without drying the scope sufficiently when the user cleaned the output socket pin.